Event description:
It was reported that a customer discovered a damaged disposable cassette. It was noted that the patient line had a hole in the tubing. The customer stated that the tubing looks as if it was heated too much, causing there to be a hole in the tubing near the "white hub." This issue was discovered when the cassette was still in the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. As the issue was found before opening of the packaging, the cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.